Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2020. On (B)(6) 2020, the patient fainted and baqsimi glucagon spray was given by their spouse. The cgm reading was 70 mg/dl but the bg reading was 45 mg/dl. An ambulance was called due to a hypoglycemia, and by the time the ambulance arrived the patient had woken up again. The paramedics removed the sensor as they thought it was a pump. They did not provide any medication or further treatment. The patient stayed at home and felt well afterward. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the e zone of the parkes error grid. This is being reported due to adverse event and/or medical intervention. No additional patient or event information is available.